Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was not receiving adequate therapy from their stimulation. X-rays confirmed that the lead had migrated and was sitting left of midline. In turn, surgical intervention may be pending to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
D6b - date of explant is unknown. During processing of this incident, attempts were made to obtain complete event and patient information.

Event description:
It was reported patient underwent surgical intervention in 2022 during which the system was explanted due to ineffective stimulation. On (B)(6) 2024, patient underwent another surgical intervention wherein a new system was placed. Effective therapy was established post-op.